Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly or motor was noted. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.